Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the device had an ibp "no transducer" message and that ibp was not working correctly. There was no negative patient impact.